Event description:
It was reported that the interpulse handpiece with coaxial high flow tip flew off during a procedure. It was confirmed that nothing fell into the surgical site or came into contact with anyone in the operating room. The procedure was completed successfully, with no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
Customer discarded.